Manufacturer narrative:
[(B)(4)].

Event description:
Complaint from patient directly received via email: revision surgery of the right knee due to pain, swelling and diagnosed touch between the patella and the knee prosthesis. Implantation of a patella prosthesis and on this occasion exchange of the vks tibial pe-insert. Initial implantation on the right and left knee was performed in (B)(6) 2006 within 6 days.